Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an estimated implantation period of 58 months, it was reported that this lead was capped due to suspected lead breakage. An event date was not provided.